Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. Visual examination of the returned product identified no damage to the anchor body threads. The anchor body tip shows a little deformation in the tip. The suture retriever was not returned. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a rotator cuff repair, the anchor would not deploy or seat against the patient's bone. The surgeon was able to complete the procedure with a second device with no delay. Attempts have been made and no further information has been provided.